Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During the inspection, it was determined that the turbine module was the cause of the issue and was subsequently replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed pressure transducer test, particularly the monitoring subtest. The turbine generates a controlled airflow from the ambient air and is powered by a motor driver controlled by the blower module. A faulty turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to a 100% o2 supply. If no o2 is available, the issue may lead to a stop in ventilation. If present, the fault will be detected during the pre-use check. The defective turbine module was returned for further investigation. The turbine module was placed into a reference ventilator for simulated use testing. During this testing, the reported issue was confirmed as the device failed the pressure transducer test, and particularly the monitoring subtest. The serial number of the turbine module has been checked to confirm the manufacturing date; which is related to a previous investigation. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid-2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, resulting in slight back-and-forth movements of the coil segment during use, causing broken windings. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented. In conclusion, the device failed to meet its specifications. Further assessment reproduced the reported issue, revealing that the most probable cause of the failure is broken windings in the turbine module.

Event description:
Manufacturer's ref: (B)(4).